Event description:
It was reported that the pump was replaced due to "problems they were having". A catheter malfunction was questioned. Drug delivered via the device was lioresal 2000mcg/ml. It was stated that the patient was at 550mcg/day and they were looking to decrease to 75mcg/day. Following replacement patient outcome was noted as recovered without sequel.

Event description:
It was reported that the patient experienced symptoms of ¿high tone¿ and a ¿flex schedule with no effect¿. It was also reported that there was no flow via the catheter access port.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2009-(B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found no significant anomalies. The catheter was returned in segments though. The returned segments passed all testing in the lab. Analysis of the pump found no anomaly. Pump passed all non-destructive testing. No anomalies noted in pump logs. Since the pump passed all non-destructive lab testing, no destructive testing was performed in order to preserve the pump for later re-analysis if needed.